Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received reports that it is unknown when the ipg was replaced.

Event description:
Related manufacturer reference number: 1627487-2023-00398. It was reported that the patient¿s ipg was at end of life. It is unknown if this occurred prematurely. As a result, surgical intervention took place wherein the ipg was explanted and replaced to address the issue. During the procedure, the lead broke when the lead was removed from the ipg. As such, the lead was replaced addressing the issue. Reportedly, therapy was confirmed post op.

Manufacturer narrative:
Reporter phone number: (B)(6).